Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving bupivacaine and morphine via an implantable pump for non-malignant pain. It was reported that the reason for the call was the patient stated they had their pump read yesterday and they had been having some issues. The patient stated that they were told to call patient services for information from the readings from the pump. The patient stated that they were feeling off and that they would have tingly feelings in their arms and legs. The patient stated that they thought maybe the medications were either not enough or too much. The patient stated that feelings came in spurts and they would be really off and out of it and then it would all go away. The agent reviewed and redirected to health care provider (hcp). When asked for the event date, the patient stated that it was last week thursday maybe. The patient mentioned that a pump study was going to be done on monday.